Event description:
It was reported that the device did not power on after approximately 15 minutes on the charger, while the charger indicator remained solid, and the user was instructed to continue charging for up to one hour and to call back if the issue persisted. Symptoms included no clinical symptoms reported. Outcomes included no impact reported such as injury, hospitalization, or medical intervention. Investigation included user troubleshooting and education regarding proper charging duration and use. Investigation of this case revealed that a device power-up failure was suspected during initial charging, potentially related to insufficient initial charge time or battery state, with no confirmed hardware malfunction at this time. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further information.